Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, eccentric and 100% stenosed chronic totally occluded mid left anterior descending artery. There was resistance advancing a non-abbott balloon catheter over a pilot 50 guide wire and it became stuck so the guide wire was removed. Outside the anatomy, it was noted that the coating was uneven on the guide wire. A non-abbott guide wire and xience xpedition were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: tazuna 1.5x15mm, sprinter 2.0x15mm. Guide catheter: launcher 6f jl. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents for difficult to position/remove the balloon catheter reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.